Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient (pd) dialysis patient experienced peritonitis and was hospitalized for the event. The cause was unknown. The patient was treated with an unspecified antibiotics (dose, route and frequency not reported). Fourteen days after hospitalization, the patient was discharged and has recovered from the event. Pd therapy was ongoing. No additional information is available.